Event description:
Dr had some frustrations and concerns regarding the workhorse ii product. He wanted to share the info with co. 1. Having trouble inserting the catheter over the wire (without a sheath) into the graft and/or fistula. 2. Having trouble getting the wire shipping mandrel back through the inner lumen in-between uses on the same pt. 3. Occasionally the balloon will not deflate completely. (This is the reason for this report).